Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection found no anomaly on the inner or outer helix and the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
New information received notes that the perforation was identified in the right atrium.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, it was noted that the delivery catheter failed to go into long or short tether mode. The device was removed and replaced during procedure on (B)(6) 2024. Post procedure pericardial effusion was noted on echocardiogram. Pericardiocentesis was performed. The patient was stable after procedure.